Manufacturer narrative:
Received only the catheter for evaluation. The reported event was unconfirmed as the problem could not be reproduced. Per the visual inspection, the exterior of the sample was inspected and did not find any evidence of a failure that would support the reported event. During the functional testing, the sample was inflated with air, while submerged in water. There were no air bubbles leaking from the catheter noted. The sample was then inflated with 10cc of water and a leak test was performed. On the seventh day, the balloon was fully inflated with no signs of leaking. Dissected and inspected the rubberize layer and confirmed no leakage along the rubberize layer of the lumen. The returned sample met specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was reported that the catheter fell out of the patient¿s body with a deflated balloon. The catheter was used for only 30 minutes. Upon inspection of the dislodged catheter at the facility , the user found that water was leaking from the balloon. There was no bladder stone in the patient. According to the information from the facility , the patient had urethral stricture. The catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out of the patient's body with a deflated balloon. The catheter was used for only 30 minutes. Upon inspection of the dislodged catheter at the facility , the user found that water was leaking from the balloon. There was no bladder stone in the patient. According to the information from the facility, the patient had urethral stricture. The catheter was replaced.